Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total 21 patients with drug-refractory electrical storm undergoing catheter ablation had periprocedural acute hemodynamic decompensation (ahd) requiring emergent extracorporeal membrane oxygenation support between (B)(6) 2010 and (B)(6) 2016. Among them, two patients had significant bleeding from the extracorporeal membrane oxygenation (ECMO) vascular access sites (femoral) requiring transfusion. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿outcomes of rescue cardiopulmonary support for periprocedural acute hemodynamic decompensation in patients undergoing catheter ablation of electrical storm¿ the purpose of this study was to evaluate the outcomes of emergent cardiopulmonary support with extracorporeal membrane oxygenation (ECMO) to rescue ahd in patients undergoing ca of es. Suspect device is a 3.5-mm irrigated thermocool catheter, however catalog and lot number is unknown.